Event description:
This pt was enrolled on the (B)(6) trial, a multi-center prospective aneurysm clinical trial, and was randomized to the hydrocoil embolic system treatment arm. The pt is a (B)(6) female who presented with a ruptured aneurysm located on the left posterior communicating artery. The pt's aneurysm was coiled on (B)(6) 2014 and on (B)(6) 2014, the pt developed worsening of hydrocephalus. She needed chronic csf diversion and failed to wean external ventricular drain. On (B)(6) 2014, the pt underwent a procedure to insert a ventriculoperitoneal shunt. There were no acute complications. The worsening of hydrocephalus was reported because the event resulted in medical or surgical intervention to prevent further permanent impairment to body structure or body function.